Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that this past weekend they felt pretty high stimulation surges a couple of times that they had never felt before. The patient stated that they were just sitting in a hall at a party when they felt the surges, and they confirmed they were not near any sources of emi. The patient did not experience any more surges after that. The ins seemed to stop working after the patient felt the surges, so they tried checking the ins with their patient programmer but got the por screen. The agent reviewed the meaning of the por and possible causes. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated that they already made an appointment with their managing hcp and would see them on (B)(6) 2026.